Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with the cable wrapper. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm that the problem was with the winding of the cable. During rewinding, the cable inside the pump was bent, which prevented further rewinding or pulling out. The bend was removed and the problem was solved. No damage to the cable was found. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was handed over to the user after the inspection.

Event description:
N/a

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a problem with the cable wrapper. There was no patient involvement.